Event description:
A ventilator was returned to a third-party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at the third-party service center, the device failed a step during testing. The device's sensor board was replaced to address the issue. An issue related to the device's flow sensor was observed. The device's flow sensor was replaced to address the issue.